Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine (n/a mg/ml at n/a mg/day) and dilaudid via an implantable pump for non-malignant pain. It was reported that the pump had tilted. It had been like that for a long time since last year and it could be the reason why it was difficult to connect to the external devices. Agent reviewed device function and recommend they consult with the healthcare provider for next steps. Refer to (B)(4) for report of difficulty connecting/ptm replacement